Manufacturer narrative:
This report is being supplemented to provide updates to e2 and e3 sections to include the reporter's title and occupation details.

Event description:
The customer reported that his olympus hd camera head was producing a poor-quality image whenever the cable is manipulated during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was producing a poor-quality image during the device evaluation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, additional information received from the customer, as well as corrections to e1 and h10 for information that was inadvertently missed. Corrections to h10: it was also found during device evaluation that the camera cable was twisted. This is not a reportable malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that image was not displayed due to communication failure caused by cable failure. The cause of cable failure could not be determined. The event can be detected/prevented by following the instructions for use which state: "never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable". Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received. The reported event was found during inspection before use and the intended procedure was completed with a similar device.